Event description:
This lead was capped on (B)(6)2011 due to high thresholds of 4.6 v @ 0.5ms. The procedure took place at(B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).